Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting.

Manufacturer narrative:
Corrected b1 by selecting both adverse event and productid problem. Corrected d1/d2: product code and common device name. Added g3/g4 and h1/h2 and h6: investigation conclusion.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting.

Event description:
The following was reported to gore: the patient was referred with some type of aortic occlusion. The patient had received a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) from another hospital on an unknown date. The physician explanted the vbx device for possible deformation of the device causing partial blockage. Upon removal of the device it was noticed that the device appeared to have some infolding. The patient tolerated the procedure.